Event description:
The customer reported approximately five milliliters of clear fluid dripped from under the instrument at pinch valve vl95 and retic flags were obtained involving the coulter lh 750 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated or reported out of the laboratory. There was no patient impact. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the erythrolyse pump tubing was leaking and replaced the tubing to resolve the fluid leak. System startup, controls and verification checks were performed, and all were within specification. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).